Event description:
Same case as MFR report# 3005099803-2008-04314. It was reported that during a ureteroscopy procedure, a basket break occurred. The stone was located in an unspecified ureter. Upon attempting to engage, the "large" stone with the 1.9 zero tip retrieval basket, a wire on the end of the basket broke but did not detach. The basket was removed and another of the same device was advanced, however, a wire on the end of the basket broke as well. A third of the same device was successfully used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed.